Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and use error: observed 1 opening assessed as surgical damage per rga. ¿ capsular contracture: unable to observe as it is not related to the device.

Event description:
Patient reported implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown and "needle puncture hole was made by mistake". Healthcare professional later reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown and "needle puncture hole was made by mistake". Healthcare professional later reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.